Event description:
It was reported that during an ipg implant procedure, when testing the implanted lead with the ipg, the lead displayed high impedances. The physician aborted the procedure and left both the ipg and the suspect lead implanted. Twenty one days later, the patient underwent a lead replacement procedure. The explanted lead will be returned. The patient is doing well post-operatively.

Manufacturer narrative:
Correction to the initial MDR in block d6; implant date. The returned lead was analyzed and the reported observations with testing of the product is unable to confirm the complaint. Visual inspection revealed that the lead was cleanly cut into three pieces approximately 22.5 cm from the distal end. An electrical test could not be performed due to the cut lead damage. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned clean-cut lead. Therefore, the probable cause can not be established.

Event description:
It was reported that during an ipg implant procedure, when testing the implanted lead with the ipg, the lead displayed high impedances. The physician aborted the procedure and left both the ipg and the suspect lead implanted. Twenty one days later, the patient underwent a lead replacement procedure. The explanted lead will be returned. The patient is doing well post-operatively.